Event description:
It was reported that the user dropped the ilet pump, resulting in a cracked screen and subsequently unreliable touchscreen responsiveness, with the user stating that sometimes the pump does not work; the user also noted decreased battery life requiring more frequent charging. Symptoms included no reported injury or adverse physiological effects. Outcomes included a device replacement shipment and instruction for return of the original device. Investigation included a review of the reported physical damage and device performance concerns. Investigation of this case revealed device damage due to accidental drop with a cracked screen affecting user interface function and reports of reduced battery performance, consistent with mechanical impact to the display assembly and potential battery performance degradation. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage from dropping the device.